Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal 1.5 cm. Of the lumen and into the intramural portion to the cornu is a shiny silver tightly coiled medical device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included secondary dysmenorrhea, pelvic pain, uterine fibroid and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (laparoscopically- assisted vaginal hysterectomy with bilateral salpingo-oophorectomy, cervix removal). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea and embedded device to be related to essure. The reporter commented: discrepancy noted in essure removal date : (B)(6) 2019, (B)(6) 2019. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. Event dysmenorrhea added. Reporter information added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded within the proximal 1.5 cm. Of the lumen and into the intramural portion to the cornu is a shiny silver tightly coiled medical device') in an adult female patient who had essure inserted for female sterilisation. The patient's medical history included secondary dysmenorrhea, pelvic pain, uterine fibroid and uterine adhesions. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopically- assisted vaginal hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. The reporter commented: discrepancy noted in essure removal date : (B)(6) 2019, (B)(6) 2019. Concerning the injuries reported in this case, the following were reported from patient¿s medical record : embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: mr received : previously reported event "medical device removal" updated to "embedded within the proximal 1.5 cm. Of the lumen and into the intramural portion to the cornu is a shiny silver tightly coiled medical device." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removed') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.